Manufacturer narrative:
A partial lead with the connector pin measuring 25.4cm was returned for analysis. External insulation abrasion was noted at 5.4-5.5cm from the connector pin, consistent with lead friction to the device can and most likely the cause of the reported noise.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. Lead fractured was suspected. Increased pacing lead impedance was observed. The lead was explanted.